Event description:
It was reported that the patient presented remotely via melin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) was exhibiting post sensed t-wave oversensing and functional undersensing. No changes or intervention was reported. There were no patient consequences.